Event description:
It was reported that the helix would not fully retract. It appears there is tissue stuck in the helix. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The full lead was returned, analyzed, and revealed that the distal conductor was distorted. It was noted that the proximal conductor was distorted and had blood/body fluid (not obstructed). The inner insulation was kinked/buckled, the inner tubing was kinked/buckled, the outer insulation was breached cut, there was blood in/on the helix/lobe mechanism, tissue on the helix, the lead was stretched, and visual analysis revealed that there was apparent explant damage. Analyst visual comment: the lead was returned with the distal conductor distorted within the connector. Therefore the helix tests cannot be performed at this time. Tissue was on the helix.